Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reverse sync station had pulled transactions and added them to ephi. A technical support specialist (tss) performed a full sync on the station, and the station was up with no issues to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unexpected service operation error occurred. The customer reported that issue occurred when dispensing medications and unable to pull. There were no adverse events or injuries reported based on this event.